Manufacturer narrative:
(B)(4). D10: cat: 110032420, lot: 66152242, comp aug mini bsplt w tpr md. Cat: 115397, lot: 66601900, comp rvs cntrl 6.5x35mm st/rst. Cat: 180559, lot: 66392803, comp nlk scr 3.5hex 4.75x25 st. Cat: 180551, lot: 66771249, comp lk scr 3.5hex 4.75x20 st (x2). Cat: 180550, lot: 66794896, comp lk scr 3.5hex 4.75x15 st. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient was revised four months post initial implantation due to scapular fracture. No additional patient consequences were reported.

Manufacturer narrative:
(B)(6). This follow-up report is being submitted to relay additional information. The following sections were updated/corrected: b4; b5; d2; g1; g3; g6; h1; h2; h3; h4; h6; h10. The reported event is not confirmed. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history record(s) identified no deviations or anomalies during manufacturing. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found that would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was further reported that the patient was getting dressed and felt a popping sensation which led to the revision procedure.